Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "dissociation of the modular femoral stem from the metaphyseal sleeve during reduction of a total hip arthroplasty dislocation" written by jason fanuele, md and philip bernini, md published by the journal of arthroplasty vol. 22 no. 1 2007 accepted by publisher 23 february 2006 was reviewed. The article's purpose was to report on one case of a (B)(6) man with r tha implanted with depuy srom system. He experienced pain and dislocation at 68 days post op when his hip went into sudden flexion as reclining chair disassembled beneath him. Unsuccessful closed reduction was attempted. Radiographs then revealed a dissociation of the femoral stem for the fixed metaphyseal sleeve and a rotated cup (article attributes the cup movement to the "femoral component levering on the shell during reduction attempts"). Open reduction was then performed and surgeons attributed a discovered small nondisplaced great trochanter fracture "likely a result of the fall." The stem was re-impacted into the sleeve without indication of intervention for the fracture. The ceramic head was explanted and replaced with cocr head. Cup was re-oriented and re-impacted and liner exchanged to accommodate to larger head. The patient progressed uneventfully post-operatively and satisfied with his result. Depuy products utilized: srom hip replacement system, ceramic head, liner material unknown. Adverse event: revision to treat: dislocation, cup movement, sleeve/stem disassociation.